Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a small-bore sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue as a suture detachment was noted. Based on the information reviewed and vessel closure cause analysis white paper (wp), it is likely that an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue.